Manufacturer narrative:
The lead was not returned to saluda. The root cause of the reported event cannot be definitively determined; however, the physician noted that a nerve agitation may have occurred during the trial implant procedure, which could have contributed to the reported event. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "neurological complications" and "weakness, clumsiness, numbness, abnormal sensations or pain." The manufacturing records were reviewed, and the product met all requirements for release.

Event description:
A patient implanted with a trial evoke spinal cord stimulation (scs) system reported a new pain in their lower left limb a day after the implant procedure for trial evoke scs system. The physician suspected a nerve agitation may have occurred during lead implantation, potentially contributing to the reported event. Pain medications were prescribed to resolve the reported event.